Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that artifacts displayed on scanned images. A philips field service engineer (fse) went to the site to evaluate the system. The fse analyzed raw data to confirm the artifact (addressed in this (B)(4)) and also found an air calibration table issue (addressed in (B)(4)). The fse found that the compensator was broken and replaced the a-plane collimator assembly which contains the compensator to resolve the artifact. The fse confirmed that there was no patient impact and no misrepresentation and/or mistreatment as a result of the artifact. The system is functional and in clinical use. This issue has been determined not to be a reportable event.